Event description:
A surgeon reported that a patient had an unexpected outcome after refractive surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. No log file for day of treatment was available, therefore, no review of the log file could be performed. The system history showed that the laser was verified successfully prior and after the date of treatment. Clinical review of the treatment reports and post-operative topographies did not reveal unexpected ablation result. The postoperative k-readings increased by ~4,25 dpt. The difference to expected k-reading increase, of 3.90 dpt, was negligible and did not explain the experienced overcorrection of -2.25 dpt. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. Potential root causes were manifest refraction examination errors, accommodation effects or other.